Manufacturer narrative:
Multiple attempts with the site have been made, however, at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned, and/or if additional information is received.

Event description:
It was reported that during a da vinci si prostatectomy procedure, while using the large needle driver instrument, a piece of the tip broke off and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.